Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle the needle was broken. The following information was provided by the initial reporter: the needle is cut.

Manufacturer narrative:
H6: one photo and one sample were received by our quality team for evaluation. From the returned photo and sample, a broken cannula and missing shield was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned sample, it is observed that the cannula is cut and there was a shallow pocket on the bottom web. The team has investigated different sections of the machine and matched a potential area which could lead to the reported defects. The probable root cause could be due to the shallow pocket of the bottom web which caused parts to be out of pocket. At the syringe primary packaging machine there is a filling monitor which will be activated when there are parts out of pocket. The production technician may have failed to adjust and remove it effectively, which resulted in escapees to the next process. There is a vision system installed to defect and reject parts with a missing needle shield. A daily vision challenge is carried out and no vision system abnormalities were observed during the production of this batch. The returned sample was challenged, and the vision system was able to detect and reject parts with a missing shield. The out-of-pocket syringe samples are process next to the sealing station and then cut by crosscut knives at the cross-cutting station which caused the broken cannula and shield drop off. The production technicians will be re-trained on the on-the-job training and communication with the production technicians to raise awareness of the reported defects will occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle the needle was broken. The following information was provided by the initial reporter: the needle is cut.